Event description:
A health care aid called lifescan on behalf of the pt and alleged the one touch basic enhanced meter was displaying not ok during the test. A medical professional was contacted for advice. No treatment reported. The customer care rep performed troubleshooting and the issue was not resolved. There is evidence the product malfunctioned. The meter and test strips were replaced and return expected.